Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and dislodgement of the lv lead was observed. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.